Event description:
It was reported that the pulse generator could not be interrogated. As the patient had been lost to follow-up, no previous data could be obtained. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.